Event description:
Customer states: a medical examiner (me) in hospital confirmed the difficulty to connect 15mm connector to the catheter mount. Customer confirmed that the tube was exchanged with another and the problem was solved. The customer suspects the size of the concerning 15mm connector might be larger than the standard design. No patient harm.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.